Event description:
During a follow-up in-clinic, loss of capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The rv lead was explanted and replaced to resolve event. The patient was stable.